Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and tracked backup from colleague who had recently upgraded system from 4.2.0.1 to 4.2.1. Restored ~data.xml file with signature file in the image acquisition system (ias) config directory and confirmed for feature to be available after previous actions. Performed new calibration and tested 2d long film by acquiring anteroposterior (ap) and laser ablation tomography (lat) scans were fine. Handed system back to customer for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that clinical support suspecting that customer was not performing calibration correctly and handed to service to resolve. Attended site and despite a number of successful 2 dual log film calibrations were the feature would remain disabled despite shutting down and starting up mobile viewing station (mvs) image acquisition system (ias) with message on mobile viewing station (mvs) display "2d long film dose calibration required. 2d long film acquisition had been disabled. Logs reported "invalid long film dosimetry data: invalid data in xml file". Consulted support and was asked to confirm presence of long film dosimetrydata.xml file in mobile viewing station (mvs) image acquisition system (ias). There was no patient involvement.